Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the camera and adjusted the tracking. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the milliamp voltage on the 9800 system was too high, and the images on the monitor appeared white. No patient injury was reported.